Event description:
It was reported that whenever the patient plugs the communicator in, it smells of smoke and no lights at all. A boston scientific technical services (ts) requested communicator and dongle replacement. No adverse patient effects were reported. The communicator will be return for repair or analysis.